Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi56552 was released in a single batch. Batch 1: lot qty of (B)(4) units were released on may 30, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the xpdm quick-con si poly scwdrvr (part # 279712400 / lot # mi56552) was received at us cq. The distal tip of the device has completely broken off. No fragments were returned. The anodization of the screw driver¿s color ring has worn off. No other defects were identified. The received condition was consistent with the complaint condition thus the complaint is confirmed. Device failure/defect identified? Yes; distal tip was broken and color ring was discolored. Dimensional inspection: no dimensional inspection was done due to post manufacturing damage.. Conclusion: the overall complaint was confirmed for the received xpdm quick-con di poly scwdrvr (part # 279712400 / lot # mi56552) as the distal tip of the device has completely broken off. There was no evidence of the threaded tip after the breakage. However no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient was underwent for a revision surgery for a thoracolumbar fusion due to infection and experienced several equipment issues. The surgeon was upsizing a pedicle screw to an expedium screw and the tip of the screwdriver was break off while advancing the screw. The surgeon used instruments from the spine screw removal set to attempt to remove the screw but was unable to. The surgeon ended up cutting the screw off with a high-speed drill to remove. Prior to revision surgery the patient also had multiple unitized set screws back out of screws. The surgery was completed successfully with 15-20 minutes delay. All generated fragments were removed without any additional intervention. The patient outcome was unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity 1). This complaint involves four (4) devices. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: correction: b4. Additional information. D10: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.